Event description:
The patient reported that their one touch profile meter was powering off during use. They had initially reported this issue in 07/2004, but at that time they did not have the meter with them. They were asked to call back once they got home to further troubleshoot with the meter. They did not call back until 5 days later. During that time , three days after they were experiencing blurry vision and were feeling tired. They tested on their spouse's meter with a result of 301 mg/dl. They went to the hospital and were treated there with insulin. When they called back with the meter, this issue was not resolved with troubleshooting.